Event description:
Physician was doing cystoscopy-calcutript of bladder stones. While using the stone crusher on a large stone from the bladder, the stone became lodged in the istrument causing it to malfunction. The tips of the instrument turned at a 90 degree angle to each other.